Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture¿s final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The device evaluation did not confirm the customers reported allegation of error code e315. The device was evaluated noted an additional potential adverse event found a foreign material came out of the device nozzle, but the type of the material cannot be identified. The investigation also found that there was physical damage to the section of the device with the foreign material remained. A visual inspection of a picture was provided confirming that there was no breakage at the opening portion of the nozzle. Therefore, based on the information obtained from the investigation result, a root cause and occurrence cause could not be identified. The following is included in the device instructions for use (IFU): ¿the instruction manual reprocessing manual¿ chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿ describes the methods for inspection on the suggested event.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported the colonovideoscope exhibited incompatible scope error e315. The issue occurred during preparation for an unspecified diagnostic procedure which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.